Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and advantage were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat uterovaginal prolapse, cystocele, rectocele, and stress urinary incontinence and mesh was implanted along with the concurrent procedure of partial hysterectomy. It was reported that the following insertion of the mesh the patient experienced pain, infections, dyspareunia, weight gain, hernias due to bladder sling, inability to walk or exercise and emotional stress/anxiety. It was reported that the patient underwent posterior repair and perineorrhaphy, retropubic sling advantage and cystoscopy left iliohypogastric nerve resection, closure of external oblique fascia defect on 09/08/2010. It was reported that the patient underwent open left spigelian hernia repair with mesh, left major peripheral nerve transaction, iliohypogastric nerve, implantation of nerve into internal oblique muscle on (B)(6) 2011. It was reported that the patient was in the emergency room due to bladder pain, left sided in (B)(6) 2013. (B)(4).